Manufacturer narrative:
Frame moved during case - subsequent cases completed successfully as site has not had any issues since this case. They use the system often with the c-arm and have not reported any inaccurate cases. The site was using a non-spine setup (mayfield and cranial frame) during a spine procedure.

Event description:
A medtronic representative called to report an alleged inaccuracy during a cervical procedure based on possible frame movement. Surgeon discontinued the use of navigation but proceeded with the surgery. There was no impact to the patient reported.